Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 597 mg/dl. The customer did not check sugar and was going off the sensor reading which read 100 mg/dl. Customer ate a burger and 30 minutes later insulin pump was reading 95 mg/dl. Customer checked sugar at that time and it was at 597 mg/dl. The customer treated high blood glucose with manual shot. When she went to bed she was at 195 mg/dl but woke up at 4 am and was at 52 mg/dl, she treated and went back to bed. Then when she woke up this morning she was at 171 mg/dl. The insulin pump will not be returned for analysis.